Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the snare head not fully retracted inside the distal end of the sheath. The snare head was extended out from the distal end of the sheath 6 mm. The handle of the device was manipulated to advance the snare head, and when the snare head was advanced outside the sheath, the snare head was misshaped. The snare head did not form a uniform duck bill. When the snare head was advanced outside the sheath, the snare wire was bent below where the duck bill is normally formed. This created two (2) bends in the snare wire; one (1) that is made to create the duck bill shape, and one (1) that was bent during use; thus creating a misshaped snare head. The misshaped snare head contributed to the retraction difficulty that the user encountered. Further, when the snare head is being retracted into the sheath, the additional bend in the snare wire is preventing the snare head from fully retracting. An additional investigation was performed on the snare wire. The snare head was formed back into a duck bill by manipulating the snare wire. Once the snare wire was formed, the device would open and closed as intended, however the snare wire was still slightly bent. The sheath of the snare was removed to measure the position of the soldered cannula on the formed wire. The cannula appeared to be soldered very close to the correct location from the bend of the snare wire, within .5 mm. The snare wire being misshaped could have prevented from getting an accurate measurement of the soldered cannula. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use (IFU) states that, "if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The IFU states, "fully retract and extended snare to confirm smooth operation of device." The IFU states, "advance device, in small increments, until endoscopically viewing exiting endoscope. Advance snare wire out of sheath and position it around polyp to be removed. Warning: when applying current, tissue must be isolated from surrounding mucosa. Failure to isolate tissue may cause fulguration of normal mucosa and/or perforation. Contact of snare wire with endoscope during electrosurgery may cause grounding, which could result in injury to patient and/or operator as well as damage to endoscope and/or snare wire." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a polypectomy, the physician used a cook acusnare polypectomy snare. They put the snare over the polyp and it would not close over it all of the way (subject of this report). They opened a second snare and they could not get it to close all the way either (see related MDR 1037905-2018-00160). A third snare was opened and was used to complete the procedure successfully.